Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department and no product performance issues were identified. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event.

Event description:
On 8/14/23, a beta bionics clinical diabetes specialist (cds) received a phone call from a patient's father. The father stated on (B)(6) 2023 at 8:00am, they changed the patient's cartridge and convatec inset infusion set. The patient's blood glucose began to rise so the mother changed the infusion set again. The patient ate breakfast, and their blood glucose was coming down, so the patient went to school. At 10:00am the parents noticed the patient's blood glucose was climbing again so they went and got the patient out of school. They "troubleshooted" and "checked a few things" and let the patient go back to school. At around 12:00pm and 1:00pm the patient's blood glucose kept climbing so the parents got the patient from school and changed the infusion set again. At 4:00pm the patient's blood glucose was still high, and the patient had ketones. At 5:00pm the patient vomited, and the parents took the patient to the hospital. The patient was admitted to the ICU (B)(6) 2023 at 6:00pm. At the hospital the infusion set was removed, the cannula was "twisted" and it was a bad site. The patient was taken off the ilet while in the hospital. On saturday (B)(6) 2023 at 2:00pm the patient was given 20 units of long-acting insulin. On sunday (B)(6) 2023 no long-acting insulin was given; however, 4 units of fast-acting insulin was given at 4:00pm. The patient was discharged from the hospital on sunday (B)(6) 2023 at 6:00pm. On (B)(6) 2023 the cds discussed with the father that this event may have been preventable if they had followed the ketone action plan (kap) as thoroughly discussed during training. The cds also discussed why they did not change the infusion set or check for ketones when they received the high blood glucose alert. Finally, the cds reinforced the importance the calling a healthcare provider or the cds to assist when having difficulty troubleshooting. On (B)(6) 2023 at 8:00pm the cds retrained the family on the kap and cartridge/infusion set up. The patient also got a new prescription for the convatec contact detach steel cannula infusion sets. The patient is currently back on the ilet and is doing well.